Manufacturer narrative:
Device passed displacement test. Device was received with cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(4). Event details: it was confirmed that there was a crack on the back side of the pump, so the pump was retrieved and replaced. Physician¿s comments: none. No further details given. Customer; (B)(6) hospital purchase date: (B)(6) 2018. In warranty. RMA requested. Date of report*: 22/12/2020 (dd/mm/yyyy). Complaint taken by: (B)(4).